Manufacturer narrative:
(B)(4). The customer returned a single lumen used midline catheter for investigation. Visual inspection of the catheter revealed the distal end of the catheter was missing and not returned. The point of separation was microscopically examined and revealed the edges were smooth. The separation point is similar in appearance to a catheter that has been cut by a sharp object. The catheter body measured 10.17 cm in length. This is not within the specifications of 20 cm-21.28 cm per catheter drawing. This indicates that at least 9.83 cm of the catheter body was not returned. The inner and outer diameter of the catheter body were measured and were found to be within specification. This indicates that there is no issue with the catheter wall thickness. The returned catheter portion was first tested by occluding the distal end of the catheter body and injecting water into the extension line. No leaks were detected. The catheter was leak tested. With the distal end of the catheter occluded, water was injected into the extension line of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also warns, "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The customer report of a cut catheter was confirmed based on visual examination of the returned catheter. Visual inspection of the catheter revealed the distal end of the catheter was missing and not returned. The point of separation was microscopically examined and revealed the edges were smooth. The separation point is similar in appearance to a catheter that has been cut by a sharp instrument (i.e. Scissors, scalpel). The catheter met relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the customer report that the damage was observed during use and the condition of the returned sample , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: there was a thrombosis around the catheter on day 3 which led to its removal and the infusion of an anticoagulant treatment. The patient had a thrombosis on the midline on the left arm, another midline was inserted on 26/01 in the right arm. On january 29, an absence of reflux on the catheter was observed, a doppler was therefore performed and showed a thrombosis around this new catheter. The catheter seems to be cut at the level 10 (at insertion).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: there was a thrombosis around the catheter on day 3 which led to its removal and the infusion of an anticoagulant treatment. The patient had a thrombosis on the midline on the left arm, another midline was inserted on (B)(6) in the right arm. On (B)(6), an absence of reflux on the catheter was observed, a doppler was therefore performed and showed a thrombosis around this new catheter. The catheter seems to be cut at the level 10 (at insertion).